Event description:
The facility's technician reported an infusion pump with an 812:02 failure code. Information was requested regarding whether or not the incident occurred during patient use or during biomed testing and whether there has been a report of any patient incident involving this pump since the last service event, but no additional information was available. Additional contact information was requested but no additional contact was identified.